Event description:
It was reported that the customer encountered an error with their continuous glucose monitor, identified as cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support aided the customer by providing instructions to reset the pump, and the customer successfully started a new sensor session without encountering the error again.